Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed externalized conductors on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.